Event description:
It was reported that, during a cori assisted tka surgery, the system shut down and the tracker and ri robotic drill attachment became locked onto the drill. They rebooted and changed the drill and were able to resume and finish the case. Surgery was continued after a non-significant delay. No harm to the patient or further complications reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6:the real intelligence robotic drill attachment, part number rob10015, serial number (B)(6), used for treatment, was returned for evaluation. The reported problem could not be confirmed with a visual inspection. The reported problem was not confirmed with a functional evaluation. The drill attachment was able to be removed after passing kpc diagnostics and a test case. The retaining nut of the drill attachment was torqued appropriately. A relationship between the reported event and the device could not be established. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with intermittent issues with the drills exposure motor. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.